Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that nine days after implant "abundant thick, jelly-like, red-yellow discharge" was noticed at implant site. The env elope was removed. No patient complications have been reported as a result of this event.